Event description:
This case, reported by a non-healthcare professional who contacted the co to report a product complaint, concerns a pt, who was using a pen injection device (humapen ergo - teal/clear cartridge holder), to deliver insulin for the treatment of diabetes. No medical history or concomitant medication details were provided. The pen was returned with the complaint: cartridge holder will not stay on the pen. The pt thinks they may have twisted the holder on too tightly and now it won't stay on. The pt stated that "they dropped it and the whole thing fell to bits it won't stay in the holder". No adverse drug event was reported with the complaint. Initial examination of the returned device revealed that the general condition of the pen was good. Clear cartridge holder with both engagement tabs broken. Final examination of the returned device revealed that upon visual inspection. All the glue joints were intact and only the clear cartrdige holder engagement tabs were broken. A manufacturing investigation yielded the following observations: the investigation focused on the cartridge holder. The pen was equipped with a clear cartridge holder. The right engagement tab was removed at the base; damage consistent with the removal of the tabs by fatigue bending. The left engagement tab was 99% detached from the cartridge holder at its base: damage consistent with bending fatigue. Ejector pin spring arm left and right upper cutout radii cracked. Significant damage to the cartridge holder interface engagement tab pockets. Other observations noted during the investigation: externally, minor lint/particulate foreign material in dose window. Functionally, easy to dial, dose and advance/retract injection screw. Minor helical scratching noted on outside diameter of dial. The customer claimed they had dropped the pen/cch. The root cause for the missing right engagement tab and the cracking of the left engagement tab at its base is bending. This occurred whilst in the field. A batch record review has been performed for clear cartridge holder lot 5014cc.